Event description:
A cusa excel2p was involved in an incident and was described as follows: the water alert alarmed and the unit was not cutting fast enough. Three problems were found: the pump tubing kinked in the pump housing; the pump motor coupling was loose. The third issue was that the vacuum pump control card had an electrical burnt smell. The unit was in contact with the pt, but there was no injury. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.